Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed on (B)(6) 2022, in order to let the site heal and close. The implanted device remains.